Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "axillary lymph node containing silicone", "skin changes in the right breast", "hypoechoic, circumscribed nodules", and "simple cysts".

Event description:
Healthcare professional reported right side "rupture", "axillary lymph node containing silicone", "skin changes in the right breast", "hypoechoic, circumscribed nodules", and "simple cysts." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red particles on the shell, an extended opening, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "rupture" "axillary lymph node containing silicone" "skin changes in the right breast" "hypoechoic, circumscribed nodules" and "simple cysts." Device has been explanted.